Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device will not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on results of customer testing and the legal manufacturer's final investigation. The user tested the device for contamination two times. The first time the device tested positive for an unknown contamination. The device was reprocessed and tested a second time. The results of the second test showed that the device was normal without excess bacteria. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not returned to olympus or microbiologically tested by olympus. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was received from the customer. The user provided their cds practices of the subject device and during bedside cleaning there was no special cleaning button, the scope was scrubbed, aspirated and cleaned after operation. The brushing at the sink was completed ¿as usual¿ and there was no leakage detected. There was no use of an automation cleaning and disinfecting device. The manual reprocessing consisted of ¿normal¿ appropriate use of adapters and a ¿normal¿ amount of cleaning the outer surface and tip. The water tank had standard liquid filling equipment. The detergent used was orthobenze and the disinfect used was glutaraldehyde. The device was disinfected on (B)(6) 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices of the subject device and noted the following deviations form the device instructions for use (IFU): flushing was not performed for auxiliary water channel at precleaning. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not returned to olympus or microbiologically tested by olympus. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.